Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that upon putting in the l5 left screw, the driver skived. The deviation was greater than 3.5mm but less than 10mm. The surgeon proceeded by removing the screw and reinserted. A shoulder shift occurred when pulling the instrumentation out. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and the shoulder was adjusted and recalibrated to ensure any shift would be caused by excessive force. The system passed an accuracy test and stress test. The system functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.